Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with isig value out of range, due to damaged contact pin number one.

Event description:
It was reported that the customer had an issue with a sensor. Customer's blood glucose was 169 mg/dl on (B)(6) 2014 at 11pm. Customer's blood glucose level was 431 mg/dl on (B)(6) 2014 at 6:45 am. Customer will have to get a new transmitter. No additional information provided.